Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for an unknown humerusblock system. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following journal article, brunner, a., weller, k., thormann, s., jockel, j. And babst, r. (2009, october). Closed reduction and minimally invasive percutaneous fixation of proximal humerus fractures using the humerusblock. Journal of orthopaedic trauma, 24, 407-413. The authors conducted a prospective case series study of 58 patients with displaced proximal humerus fractures to evaluate the results of treatment with synthes device, humerusblock system, via closed reduction and percutaneous fixation. Thirty seven females and 21 males were treated between january 2002 and november 2004. Mean patient age was 70.5 years (range, 32-95 years) with the 37 women significantly older (mean age 67.6 years) than the 21 men (mean age 59.4 years). Patients were followed up after three, six, and 12 weeks and one year postoperatively. The authors reported: secondary impaction of the humerus head which lead to perforation of the k wires through the articular surface, requiring early removal of the entire implant (13, one of whom was a 76 year old female); early secondary fracture dislocation which required open reduction and internal fixation with plating (five, one of whom was a 75 year old female); and k wire loosening (five, three in which k wires were replaced, two in which implants were removed). At final follow up (mean, 15.2 months, range, 12-28 months), 39 of 53 patients could be evaluated. Two patients showed partial signs of avascular necrosis (avn): a 71 year old male and a 43 year old male. A 68 year old female showed radiologic signs of pseudarthrosis. This is a serious injury report for a 75 year old female with early secondary fracture dislocation which required open reduction and internal fixation with plating. This report is for an unknown humerusblock construct. This is report 4 of 7 for (B)(4).